Event description:
A weekly routine x-ray was done on the morning of '05 to evaluate lung status. Physician was unable to determine exact placement of perq. Line. He then ordered the echo to verify placement of the catheter and contrast x-ray. The patient received x-ray with contrast and an echocardiogram. Following confirmation by echocardiogram, patient underwent cardiac catheterization for removal of broken piece of perq. Line. The dr. Reports that the catheter seems to have a pressure burst, causing the PICC to break.